Manufacturer narrative:
The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background was clearly visible. The product was stored and handled according to the IFU. There was nothing unusual noted about the stent delivery system prior to use. There was no difficulty encountered while advancing/tracking the sds towards the lesion. There was no unusual force used at any time during the procedure. The handle of the smart control sds was held flat and straight outside the patient. The complaint received states that during an interventional procedure, the smart control had deployment difficulty, inaccurate placement. The patient's gender and age were unknown. The target lesion was superficial femoral artery. Calcification, vessel tortuosity and the rate of stenosis were unknown. Contralateral approach was made. The smart control (complaint product) was delivered to the target lesion. However the stent was jumped forward during the stent deployment. Additional sc (same size, lot unk) was delivered and deployed. The entire target lesion was fully covered by the stents and the procedure was completed without any other problems. There was no adverse event and the patient is in stable condition. The stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot was performed and the following was found: review of lot 15287191 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4). No nonconformance records were issued for this lot. No excursions were found for lot 15287191. Outer member subassembly lot 15277980 was reviewed. It was observed during review that no nonconformance was generated and no other incidents were noted that could be potentially related to the complaint reported. (B)(4). No other issues were noted that were considered potentially related to the reported complaint. Coated polyimide wire lumen assembly lot 15277215 was reviewed it was observed during review of this lot that no nonconformance was generated and no other incidents were noted that could be potentially related to the complaint reported. No units were rejected during the assembly of lot 15277215. With the information available and without the product available for analysis or procedural films for review the complaint could not be confirmed. Inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. No corrective action is required at this time. It is difficult to draw a clinical conclusion between the device and the event based on the limited information available. Smart control: the IFU (instructions for use) cautions, "advance the delivery system past the lesion. Pull back the delivery system until the radiopaque stent markers (leading and trailing ends) move in position so that they are proximal and distal to the lesion site. Ensure the device outside the patient remains flat and straight. Caution: slack in the catheter shaft either outside or inside the patient may result in deploying the stent beyond the lesion site."

Event description:
The information received indicated that the patient was admitted with a target lesion in the superficial femoral artery. The rate of stenosis is unknown, but the lesion had calcification and vessel tortuosity. A contralateral approach was used for the procedure. A smart control was delivered to the target lesion, however, the stent jumped forward during the stent deployment. An additional smart control of the same size was delivered and deployed. The entire target lesion was fully covered by the stents and the procedure was completed without any other problems. The 2nd stent was implanted due to the 1st stent being misplaced. The additional stent was possibly placed proximal to the first stent. There was no difficulty or resistance during deployment of the 2nd stent and it fully expand with good wall apposition. There was no adverse event and the patient is in stable condition. The product will not be returned. The diameter of the unconstrained stent size was 1-2 mm larger than the vessel diameter. The tantalum markers were observed to open symmetrically. There was no unusual force applied during deployment of the stent.